Event description:
A report was received that patient had pain at ipg site. The patient underwent a pocket revision wherein the ipg was relocated. The patient had a successful outcome following the revision.

Manufacturer narrative:
(B)(4).